Event description:
The customer reported non-reproducible, elevated troponin I (access accutni+3) results for two patients involving the access 2 immunoassay system (serial number (B)(4)). The customer stated the non-reproducible results were released out of the laboratory. The customer reanalyzed the patient samples on this access 2 immunoassay system and obtained a lower result, but still above their critical cut off for one patient sample. A negative result was obtained for the second patient sample. There was no report of patient injury or change in patient treatment associated with this event. Sample type and processing information was not provided. The customer performed system check and ran quality control (qc) on the day of the event. All results were within specification.

Manufacturer narrative:
The patients' age, date of birth, sex, and weight were not supplied. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse performed a high sensitivity system check. The foam portion of the high sensitivity system check failed, indicating a malfunction within the aspiration system. The fse replaced the aspirate probes and associated tubing. The fse then ran a passing high sensitivity system check and a passing 20 replicate precision run using low level qc. The service activity performed was verified to meet the specified requirements per established procedures. Results met published performance specifications.